Manufacturer narrative:
(B)(4). D10: part: 0100214054, lot: 2407404, durom acetabular component; part: 0100181480, lot: 2417508, durom head; part: 0100185145, lot: 2420209, adapter; unknown screw and washer. G2: foreign - event occurred in italy. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty and subsequently sustained a small fracture of the greater trochanter. The fracture was stabilized with screw and washer fixation. During the postoperative period, the patient developed anemia that necessitated multiple blood transfusions. Attempts have been made and no further information has been provided.